Event description:
It was reported that during the implant procedure the left ventricular (lv) lead would not maintain position. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood on the proximal and distal conductors which were obstructed, and visual summary analysis of the lead indicated damage at implant. Concomitant product: 310c33 tissue valve, implanted: (B)(6) 2008. (B)(4).